Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead failed to capture and failed to sense. It was confirmed visually during the explant procedure that the lead was dislodged, and the tines were missing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and ¿no tines on the lead.¿ as received, a complete lead was returned in one piece. The reported event of ¿no tines on the lead¿ was confirmed. Visual examination of the lead found all of the tines were broken off/damaged consistent with procedural damage. The cause of the reported event of ¿no tines on the lead¿ was isolated to procedural damage. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.